Manufacturer narrative:
The investigation into delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely patient condition related. Instructions for use as follows: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings and cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings and cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: axillary insertion of the impella 5.5 catheter ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings and cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05481. D6a and d6b revised from the initial submission in accordance with updated procedures. E4 should have been left blank f6/f8-should have been left blank. G1 reporting contact facility name missing g1 reporting contact fax number missing. H2 device evaluation was selected in error h3 device evaluated by manufacturer section incorrect h6 code 4629 and 2906 were reported incorrectly. New codes were added to health effect - impact code and medical device problem code h10 instructions for use missing.

Manufacturer narrative:
The impella device has not yet been received from the customer. Device evaluation is anticipated. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an attempt to implant an impella 5.5 in a 69yo female for mechanical circulatory support due to acute myocardial infarction and cardiogenic shock. Impella 5.5 was opened, prepped, and inserted, but due to stenosis at the distal subclavian artery, the pump was unable to pass. The pump was removed and balloon angioplasty was attempted. A second attempt to place the impella was tried to no avail. Impella cp was then placed via axillary artery for support. No additional information was provided.